Event description:
It was reported that the lead had dislodged and during the lead revision procedure, it took multiple turns to retract the helix. When the lead was moved to a different position, the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed.